Event description:
It was reported that prior to the implant of a transcatheter pulmonary valve, access was achieved via the right transfemoral vein to the left pulmonary artery (lpa), and the left transfemoral vein to the right pulmonary artery (rpa) with a non-medtronic guidewire. A double balloon pre-implant dilation was performed due to annular stenosis and pressure gradient of 20 millimeters of mercury (mm hg) using two 16 millimeter (mm) by 40 mm non-medtronic balloons. Following the implant of the transcatheter valve via the lpa approach, no pressure gradient was observed between the right ventricle (rv) and pulmonary artery (pa). During the embolization procedure of the conduit graft pathway using an 18 mm by 22 mm vascular plug ii, the patient's blood pressure fluctuated between 50 to 80 mmhg and was unstable. Additionally, the patient experienced hemoptysis, and a pulmonary hemorrhage was confirmed. Therefore, the plug was placed and the procedure was completed. Imaging was performed to identify the site of bleeding; however, no apparent bleeding was identified. As the patient's blood pressure remained stable, extracorporeal membrane oxygenation (ECMO) was preventatively introduced. Following ECMO introduction, the patient's blood pressure decreased from 60 mmhg to 10 mmhg. Hemostasis was achieved with the use of heparin, and the patient was transferred under ECMO to continue monitoring. Per the physician, it is unclear the hemorrhage occurred during the pre-implant dilation or during the transcatheter valve placement.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: harmony-25 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter pulmonary valve, access was achieved via the right transfemoral vein to the left pulmonary artery (lpa), and the left transfemoral vein to the right pulmonary artery (rpa) with a non-medtronic (lunderquist) guidewire. A double balloon pre-implant dilation was performed due to annular stenosis and pressure gradient of 20 millimeters of mercury (mm hg) using two 16 millimeter (mm) by 40 mm non-medtronic (atlas gold) balloons. Following the implant of the transcatheter valve via the lpa approach, no pressure gradient was observed between the right ventricle (rv) and pulmonary artery (pa). During the embolization procedure of the conduit graft pathway using an 18 mm by 22 mm vascular plug ii, the patient's blood pressure fluctuated between 50 to 80 mmhg and was unstable. Additionally, the patient experienced hemoptysis, and a pulmonary hemorrhage was confirmed. Therefore, the plug was placed and the procedure was completed. Imaging was performed to identify the site of bleeding; however, no apparent bleeding was identified. As the patient's blood pressure remained stable, extracorporeal membrane oxygenation (ECMO) was preventatively introduced. Following ECMO introduction, the patient's blood pressure decreased from 60 mmhg to 10 mmhg. Hemostasis was achieved with the use of heparin, and the patient was transferred under ECMO to continue monitoring. Per the physician, it is unclear the hemorrhage occurred during the pre-implant dilation or during the transcatheter valve placement. Additional information was received that the cause and the location of the hemorrhage was not determined, but it likely occurred around the end of the procedure. The physician did not attribute the hemorrhage to the delivery catheter system (dcs), but the guidewire may have been a contributing factor. Percutaneous cardiopulmonary support (pcps), which had been prophylactically initiated, was maintained until hemostasis was confirmed, and then pcps was removed.